Event description:
We received a report that an intraocular lens(iol) was explanted from the patient's right eye after the patient complained of blurry vision. The explanted iol was a 26.0 diopter lens and the replacement iol was the same model but 24.5 diopter. No surgical complications, such as incision enlargement, vitrectomy were reported. Post-operatively, the patient was reported to be doing great with a visual outcome of 20/30+2 and j1.

Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification at the manufacturing site. Visual inspection revealed that the lens has one haptic broken, a large cut in the optic, and surface residue adhered to the optic body compatible with handling, such as during the explant process. No cosmetic conditions related with manufacturing process were identified in the returned sample. The condition of the returned lens is consistent with a lens that has been explanted from the patient's eye. The optical inspection from the miq (measurement iol quality) electronic report showed that the lens was released within specifications for all optical characteristics. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No quantity discrepancy was found. No deviations or non-conformances (ncr) were generated during manufacturing. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4)> all pertinent information available to the manufacturer has been submitted. Placeholder.